Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.

Event description:
The complainant has reported that a pt (age and gender unk) underwent an unspecified procedure in 2006, at which time they "managed to get cut, but wire snapped." There was no reported complication or ill effect sustained by the pt. No other info is available at this time.